Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) power up failure code f7. There was no patient involvement.

Manufacturer narrative:
The stm that encountered the issue found that when iabp was turned on, it would get stuck on the loading screen. Iabp would intermittently get stuck on the loading screen and would be stuck on "f7" on the executive board led fault codes. Stm replaced the executive processor board and iabp is no longer getting stuck. Iabp is powering on normally. Equipment passed all functional testing. The maquet failure analysis and testing department(fat) received an executive processor board with a reported the ¿iabp would get stuck loading ¿. Performed visual inspection per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into cardiosave test fixture for testing of the reported problem. Performed and tested (20 minutes) in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. The test did trigger the reported problem of the ¿iabp would get stuck loading¿. The failure analysis and testing department was able to replicate the failure experienced by the customer. Retaining the executive processor board in the failure analysis and testing department per procedure.¿ part is no longer going back to the supplier, as the supplier is unable to test this part due to being too old of a revision, and thus has rejected it.